Event description:
Patient presented to the physician with redness and swelling at the ipg site which was warm to the touch. Physician prescribed antibiotics. Patient presented back to the physician with wound dehiscence and drainage at the chest incision site. Physician prescribed oral antibiotics. Patient presented back to the physician with improvement.

Event description:
Patient presented back to the physician with infection at the chest and neck incision sites. Physician brought the patient into the or and removed the entire inspire system.